Event description:
It was reported that the cot did not catch on the safety hook due to admitted user-error. It was reported that injury occurred. The customer is unwilling to provide any further info regarding the cot, the use, or the alleged injury.

Manufacturer narrative:
Customer unwilling to allow stryker rep access to cot.